Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during a central line placement procedure. As a result, loss of capture and high impedance measurements were observed with the ra lead. A revision procedure was performed and the ra lead was abandoned surgically. During this procedure a new non-bsc lead was successfully implanted. To date, no adverse patient effects were reported during the revision procedure.

Manufacturer narrative:
All available information indicates that the lead was abandoned surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.